Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test - passed. Voltage verification check - passed. System air leak test - passed. Valve actuation test - passed. Teach pumps - passed. Patient sensor check - passed. A (as received with reduced dwell) simulated treatment was performed and completed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6)2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to a pd issue. No further information was provided. Attempts to obtain additional information were unsuccessful. It is unknown what pd related issue was the reason for the patient¿s hospitalization.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there was no allegation of a device malfunction or deficiency reported for this event. There was no documentation of a fresenius product being related to the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to a pd issue. No further information was provided. Attempts to obtain additional information were unsuccessful. It is unknown what pd related issue was the reason for the patient¿s hospitalization.